Event description:
It was reported that the patient had ineffective therapy, and the system was auto reducing. The doctor confirmed fracture of the left l1 lead. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.